Event description:
Reporter is a dentist who states that he has had two of his pts burned from the handpiece. And, the MFR fails to warn that it (the device) can get hot enough to burn a pt! One pt sustained a burn to the tongue and another pt sustained a burn to the lip. The burns did not require any medical intervention, as far as he knows. Both pts are not upset with him, but the one who was burned on the lip was upset with the MFR. Initially the burns appeared on the surface to be just some desquamation of the skin. He read about a similar case in which the burn took a long time to heal because of it's location being at the corner of the pt's mouth. Reporter feels that FDA should be held more accountable about the possibility of all handpieces, not just kavo's causing burns. He doesn't want to get kavo in trouble, because he believes that they are a good company. He contacted the MFR first suggesting that notices be sent out about the potential problems. They made light of the findings and thanked him for his call. End of report.